Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/26/2024, it was reported by a sales representative via (B)(4) that during a procedure on (B)(6) 2024, while removing hardware from the patient, two t10 hexalobe drivers, ar-8737-38, broke. The case was completed with a backup driver with no adverse effect to the patient. No further details were provided; additional information requested.

Manufacturer narrative:
Additional information: b.5: event updated. G.3: follow-up information received. H.6: updated.

Event description:
Additional information provided 2/5/2024: the drivers broke while torquing. No fragments were left in the patient. There was a delay of less than 5 minutes as there were more drivers on hand. This occurred during a revision procedure when explanting arthrex products. Additional information has been requested.